Manufacturer narrative:
(B)(4). Batch #: v94h5a. Additional information was requested and the following was obtained: did the white tissue pad break off?. I wasn´t during when the surgery took place. The nurse and hospital team told us the tissue pad break off completely. Is the white tissue pad completely missing from the clamp arm of the device? Yes. What action did the surgeon take to correct the problem presented with the medical device? He didn´t notice until almost the last part of the surgery, no action taken. Was another medical intervention required due to the problem presented with the device? No additional intervention or procedure needed. Was there damage to the patient due to the problem presented with the device? No damage to the patient presented. What is the current status of the patient? Neither the hospital nor the surgeon has shared any current status of the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a left hemicolectomy the device presented the lifting or detachment of the upper part of the jaw after a long surgery. The white plastic was detached from the upper part of the clamp, making it unusable. No piece is given as evidence for being contaminated.